Manufacturer narrative:
The customer opted to repair the unit themselves. The customer replaced the safety disk. Customer has on site repair.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) new safety disk failed, needs a replacement. There was no patient harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) new safety disk failed ,needs a replacement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.